Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A review of programming and diagnostic data was performed. High impedance was observed on (B)(6) 2011 and was not resolved the same day. The high impedance showed again on (B)(6) 2012 and was resolved that same day.